Manufacturer narrative:
A review of complaints for this sys for the last 24 mos did not indicate any add'l reports. There were no samples returned for eval. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.

Event description:
The surgeon reported small posterior capsule rupture. The event occurred during phacoemulsification, during quadrant removal. An anterior vitrectomy was performed and an intraocular lens (iol) was inserted. The pt was not injured and the case was completed without delay. The reason for the capsule being ruptured is unk. The outcome of the event was reported as good. The pt had a history of a very dense dark brown nuclear cataract. In surgeon's opinion, the sys did not contribute or cause the event.